Event description:
Patient was revised to address infection. Osteolysis and poly wear were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient was revised to address infection. Osteolysis and poly wear were also reported. Doi on or about (B)(6) 2000 - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event without device examination. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.